Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
The following information was previously captured in manufacturer report # 3004209178-2014-14004. It was reported the patient had a magnetic resonance imaging (MRI) on 2014-05-08. A motor stall occurred on (B)(6) 2014 at 12:58. On (B)(6) 2014, stopped pump period may exceed tube set was at 12:58. The pump was interrogated on (B)(6) 2014 at 11:08 and showed a motor stall recovery occurred on (B)(6) 2014 at 11:12. The pump was updated at 11:40 and refilled via ultrasound. The pump was being used to deliver hydromorphone, clonidine, and compounded baclofen. A follow-up report will be sent if additional information becomes available. It was now further reported the pump logs indicated the motor stalled on (B)(6) 2014 with a stopped pump period may exceed tube set occurred on (B)(6) 2014. The motor stall recovery occurred on (B)(6) 2014, another motor stall occurred on (B)(6) 2014, and a stopped pump period may exceed tube set occurred on (B)(6) 2014. It was reported that sometime this year was when the issues began but specific dates were not provided. The pump and catheter were replaced on (B)(6) 2014. The catheter was replaced because there was only a small amount of cerebrospinal fluid (csf) that came out of the existing catheter. There was no patient injury. The new pump had been programmed to minimum rate mode from (B)(6) 2014 when there was a rate adjustment. The patient was doing fine. The pump was being used to deliver hydromorphone, clonidine, and compounded baclofen. If additional information is received, a follow-up report will be sent.

Event description:
On (B)(4) 2014, information was received from an hcp indicating the patient¿s intrathecal hydromorphone, clonidine, and compounded baclofen treatments were ongoing. The cause of the volume discrepancy was unknown. The patient recovered without permanent impairment. The patient was to be called in every month or two to make sure the pump was working and the ¿right amount¿ was delivered.

Event description:
It was later reported that, per pump logs, a motor stall occurred on (B)(6) 2014. At the time of this report, no recovery had been logged. As of (B)(6) 2014, the pump was still critically alarming approximately every hour. There had also been problems with the pump delivering too much medication. At the previously reported refill on (B)(6) 2014, the erv was 9.2ml and the arv was 0.5ml. In the week prior to this report, the patient was brought back to the healthcare provider¿s (hcp) office to check the volumes and there was a significant volume discrepancy. However, the specific volumes were unavailable at the time of this report. The patient denied accessing his pump. The patient experienced withdrawal but took oral morphine twice a day and was better at the time of this report. The patient had been speaking with a ¿pump coordinator¿ but did not yet have a definitive answer in terms of when his pump would be replaced. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis identified the pump motor had a gear train anomaly; corrosion and-or wear and-or lubrication. The stall was due to sha ft-bearing.

Manufacturer narrative:
(B)(4). Additional correction number: z-0497-2013.

Manufacturer narrative:
Concomitant products: product ID 8731, serial # (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2014, product type catheter. (B)(4). Only the pump was returned. Analysis revealed that the pump was found to be overinfusing by more than 14.5% at standard test conditions and the typical therapeutic rate (300 ul/day). Analysis confirmed miscellaneous overinfusion with an undetermined root cause. The pump was to undergo further testing and a supplemental report will be filed should there be additional analysis findings.

Event description:
The healthcare provider (hcp) stated the patient started feeling withdrawal symptoms the week before ((B)(6) 2014). The hcp clarified that the patient did not experience withdrawal symptoms, rather the patient experienced increased spasms "like he was not getting the baclofen." It was further reported on (B)(6) 2014 the patient came in for a pump refill three weeks prior to the alarm date. The expected residual volume (erv) was 9.6 milliliters (mls) and the actual residual volume (arv) was 0.1ml. The pump was updated at 11:40 and refilled via ultrasound. It was reported the patient was seen on (B)(6) 2014, but they did not access the pump. The hcp was going to bring the patient back in two weeks and check his pump at that time. It was also reported previous refills have had volume discrepancies and this started in (B)(6) 2013. It was noted it was usually a week before the alarm date. Reservoir volumes at previous refills were erv: 8.3ml and arv: 0 ml on (B)(6) 2014, erv: 4.1ml and arv: 0.5ml on (B)(6) 2014, and erv: 2.6ml and arv: 1.0ml on (B)(6) 2013. The pump was being used to deliver hydromorphone, clonidine, and compounded baclofen. Additional information has been requested; a follow-up report will be sent when it becomes available.